Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. An additional information email was received and the email contained a photo. Upon visual inspection of the email with the photo, the following was observed: the photo shows a ligamax device from front side and appears to be that the left jaw is detached (damaged). Five additional photos were received for review and the following was observed: the first photo shows a ligamax device from handle area with the firing trigger open. The second photo shows a device from jaws area and one of jaws was noted detached of device. The third photo shows a ligamax device from front side and appears to be that the left jaw is detached (damaged). The fourth photo shows a device from opposite side and only one jaw could be observed. The fifth photo shows a device from jaws area with one of jaws partially detached. Based on the photos reviewed, the event described was confirmed, however no conclusion or root cause could be determined.

Event description:
It was reported that during a cholecystectomy procedure, the device jaws got stuck when it was supposed to be fired. The ligamax collapsible jaws got removed and the alternate device was used. Ligamax was discarded. Surgery was delayed by twenty minutes and an alternate ligamax was used. On retrieval from the abdomen, the jaws were found to be not collapsing, jaws found to be out of alignment, and was out of the device. No fragments were generated and surgery was successfully completed. There was no patient consequence found or reported.

Manufacturer narrative:
(B)(4).batch # unk. Additional information received: none of the device part fall into the patient.